Event description:
It was reported that there was an alert for shock lead impedance > 200 ohms. The value had been stable, in the low to mid 40's, and the measurements after the alert were both 35 ohms. The shock electrograms did not indicate an issue. Both the cardiac resynchronization therapy defibrillator and right ventricular lead remain in service at this time. No adverse patient effects were reported.